Event description:
The following has been reported: "patient 17 years old. (Remifentanil) induction planned for 1.2 ml and the syringe pushed 7 ml in front of my eyes whereas the pilot showed 1.2 ml. Fortunately, there were no consequences for the [patient]." Overdose issue. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Upon reception of the subject device, device history log file could be extracted. Device history log was reviewed, and event could be confirmed. Indeed, even if a possible gap of timekeeper could be observed and that no event date was provided, events recorded on 27 october matched with complaint description. Syringe piston alarms have been triggered many times: 2 time before start infusion and 2 times just after start infusion. It should be noted that when the pusher button of the syringe is in contact with the force sensor, the arms of the pusher are brought back automatically to lock the syringe against the pusher. As on this device, these pusher arms are not returned back, the syringe piston can be detached from the pusher during infusion. In this case, the pusher of the syringe is always blocked by the arms (complete siphoning is impossible, but a "bolus" volume can be delivered), and syringe piston alarm will be triggered. To cancel the alarm and restart infusion, the pusher button of the syringe must be again in contact with the force sensor. The subject device (model injectomat mc, serial number 21725694) was returned to our laboratory for analysis. Upon reception, the subject device was submitted to a visual inspection. Pusher arms not returning back, and staying always opened, were observed. Then, measurements of device flow rate were performed in order to verify device flow rate accuracy. Flow rate deviations during tests were compliant with IFU specifications for flow rate accuracy (+/- 3%), with device and "patient" at same height. As well, no syringe piston alarm was triggered during 5 hours of infusion. Following this test, measurements of bolus were performed, with the device higher than "patient". During the infusion, as the pusher arms were not returned back against the pusher, when the device is higher than patient, the syringe piston could advance and delivered a slight "bolus". It was detected by device which triggered a syringe piston alarm. Thus, since there was an issue with pusher arms, the reported issue could be partially reproduced; only when the device is higher than patient. The device was then opened. A broken spring was observed inside the pusher, which explains the arms staying partially opened, but not explaining why pusher arms are not returning back. The reason of this broken spring remained unknown. However, this failure could be detected by the device, which triggered a syringe piston alarm. Based on available information, the root cause of the issue is linked to a broken pusher spring. However, based on triggered alarms found in log files, it is known that user has been informed of the abnormal behavior of the device before infusion start. In addition, it should be noted that pusher arms can be checked during maintenance using instructions for controls and repair detailed on partner software tool, which contains bulletins related to anti-siphon arms maintenance. This complaint was added in our trends for statistical follow. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.